Manufacturer narrative:
(B)(4) although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a speedband superview super 7 device was used in the lower esophagus during a band ligation variceal bleeding procedure performed on (B)(6) 2016. According to the complainant, during preparation, the ligator head was attached at the end of the scope and the handle was rotated to shorten the string. During the procedure, the band failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Received one speedband superview super 7 ligator head for analysis with residue present indicating use or handling. The ligator head was the only component returned. A visual examination of the returned component found that five bands remained with one band broken and caught under two other bands. It was noted that all bands were moved out of position. The ligator head teeth were found to be damaged. It is possible that the trip wire was not properly tightened and secured during the procedure or the wire was not wound properly around the spool, which would cause the system timing to be incorrect ultimately impacting the deployment activity of the bands and damage the ligator head teeth. Given the event description and condition of the returned component, there isn't enough information to determine a probable root cause.   A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on march 25, 2016 that a speedband superview super 7 device was used in the lower esophagus during a band ligation variceal bleeding procedure performed on (B)(6) 2016. According to the complainant, during preparation, the ligator head was attached at the end of the scope and the handle was rotated to shorten the string. During the procedure, the band failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.